Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went swimming while wearing the insulin pump and the device would no longer function. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. The customer has since discontinued use of the insulin pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. We were unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.